Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy when placing the left iliac screw. No specific measurement was provided. This was a t10 - ilium fusion surgery. The surgeon deemed being accurate and confirmed accuracy on levels t10 to the right ilium. Only the left ilium was alleged to be inaccurate. Spine reference frame was clamped to l2 for t10-l2 screw placement. The surgeon used the percutaneous pin reference frame for l2 - ilium screw placement, and was using non-medtronic taps and drivers for this procedure. When the surgeon was lacing the left iliac screw, it was alleged that navigation was showing in the bone when not touching bone. The passive planar probe and the thoracic probe were displaying the same level of inaccuracy. Surgeon discontinued the use of navigation and switched to fluoro imaging when placing the last, left iliac screw. Post-op imaging system spin confirmed that all of the screws were placed accurately. There was no impact on patient outcome.

Manufacturer narrative:
Per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by (B)(4).

Manufacturer narrative:
Medtronic representative discussed with the surgeon, the medtronic policy when using non-medtronic instruments with medtronic trackers and navigation system. Surgeon choose to continue using non-medtronic instruments without navlock trackers and navigation system. Delay to the procedure was approximately an hour after navigation was discontinued and surgery was set-up to use fluoro imaging. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported speaking to a nurse that talked with the surgeon after the reported event. The surgeon stated that, in fact, navigation was accurate while placing the second iliac screw. The surgeon confirmed later in conversation with the medtronic representative that navigation was accurate and that the patient was doing well.